Event description:
It was reported that during an acl all-inside surgery the handles did break off while tightening. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional info: b5, g3. Corrected info: d4 batch.

Event description:
Update dw 13-may-2025: further information was provided that the initial lot number was incorrect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event is confirmed. The visual evaluation of the received ar-1588h, batch 37622205 revealed several cracks all over the device (see evaluation pictures 2 - 4). The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing / tightening / tensioning.